Event description:
Pt had bilateral breast augmentation 1/27/89. Developed left capsular contracture 7/89. Pt then became pregnant & was considering having both implants removed. 2/18/93 pt had left open capsulotomy with replacement of implant. 6/94 pt developed tightness & discomfort on the left breast & was becoming concerned with the silicone issue. 3/30/95 pt decided to have bilateral implants removed.